Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements, and the left ventricular (lv) lead exhibited high pacing thresholds. During a generator replacement procedure due to normal battery depletion, the physician also elected to explant and replace the rv and lv leads. No additional adverse patient effects were reported.